Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua 2 adult breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photographs show a hole in the inspiratory limb tubing. Conclusion: based on the appearance and shape of the hole as well as previous investigations, the hole was most likely caused by the user while opening the box or the circuit kit bag with a sharp object like a box cutter. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an rt380 adult dual heated evaqua2 breathing circuit was found to have a hole in the circuit while performing functional tests, prior to use on a patient there was no reported patient involvement.